Event description:
It was reported that the patient fell on (B)(6) 2013 and had a return of parkinson's symptoms since the fall. It was noted that the patient fell on their left side and broke their arm. It was noted that the patient had not contacted the health care professional (hcp) yet about the fall but would try on (B)(6) 2013 to have the therapy checked. It was noted that it was verified that the therapy was on for one of the implantable neurostimulators (inss). Please refer to manufacturer report #3004209178-2013-20990 for the other system. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0546484v, implanted: (B)(6) 2005, product type lead. Product ID: 3389s-40, lot# v492274, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).